Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument was not clipping well. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: unknown if missing material was observed.